Event description:
It was reported that during a davinci si thyroidectomy procedure, the customer noted 'broken wires' on the prograsp forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the damaged instrument component was a frayed grib cable. Based on this clarification, the customer reported complaint is confirmed. The grip cable is frayed at the distal idler pulley. The frayed strands stick out at the wrist. Other cables at the wrist are not damaged. Additionally, a scratch on the main tube was observed. The distal end of the main tube has a scratch mark with light material removal, suggesting it may have been caused by instrument collisions or rough handling. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.